Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. If the patient requires medical or surgical intervention to treat thrombosis, the event is reportable. In this case, the patient was treated with medical intervention. The device was not returned for evaluation, as it remained implanted. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information via a clinical trial that a patient with a 23mm valve developed stenosis and valve thrombosis after an implant duration of one year. Patient is on eliquis and will repeat echo in 6 months. Patient is reported to feel great. As reported, echo shows valve area decreased from 1.3 (pod 1-month) to 0.9 (pod 1-year) and increased gradients. CT showed hypoattenuated leaflet thickening and possible thrombus.